Event description:
A customer reported an altitude alarm 21 on their pump. Their blood glucose level did not exceed 500 mg/dl (27.7 mmol/l), indicating no adverse impact on the customer's blood glucose level. The issue did not cause the customer's insulin to be suspended, and technical support provided tips to prevent future altitude alarms. The customer replaced the cartridge, which led to the pump resuming normal operation.